Event description:
Same case as: 2134265-2014-06549, 2134265-2014-06403. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified lesion. It was noted that during preparation, intravascular ultrasound (ivus) image was present when pullback was started. The cross sectional image was okay and the lcd was normal, however, the motor drive unit didn't (mdu) move on the sled. And no error message were reported. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).